Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced both monitors and calibrated them. The image displayed much better according to x-ray tech. System operating as intended.

Event description:
The customer reported image penitration with their system. The customer replaced both monitors purchased from an outside source then decided to purchase them from ge oec.